Manufacturer narrative:
Follow-up 3/31/2016: contact reported bg levels remain elevated; however, they are working with customer's endocrinologist to adjust pump settings and discuss infusion set options. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl). Contact reported customer was given injections and boluses to address elevated bg levels. Reportedly, customer is new to pump and contact believes their settings need further adjustment. During troubleshooting with tandem technical support, air bubble were noted in the tubing. Contact was able to prime air out of the tubing and will consult with health care provider to discuss pump settings.